Event description:
Customer called to report the insulin pump alarmed for no delivery in the middle of the night. Blood glucose reading was 358 mg/dl. Customer had treated with manual injection. The alarm was resolved with a reservoir change. Advised the customer to call when the alarm is occurring so that troubleshooting can be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)